Event description:
It was reported that the caller's t:slim x2 pump battery would not charge properly, requiring the caller to hold the cable in place to establish a charging connection. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.